Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8590-9, lot# n303595, implanted: (B)(6) 2012, product type: accessory. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
The health care provider (hcp) reported through a manufacturing representative that the patient showed up to the emergency room on (B)(6) 2015 with withdrawal symptoms. The patient had a spontaneous motor stall and it had not recovered. The patient did not do anything to cause the motor stall. The hcp read the pump and received the message that a motor stall occurred. The patient was admitted to the hospital to address the withdrawal symptoms. The patient reported through the manufacturing representative that a motor stall occurred on (B)(6) 2015 at 18:37 and recovered on (B)(6) 2015 at 22:30. The motor then stalled again on (B)(6) 2015 at 13:58 and had not recovered. The motor stall was confirmed in the emergency room, and the medication in the pump was replaced with preservative free saline. The patient was scheduled to follow up with their hcp. The issue was not resolved at the time of this report. The system was delivering bupivacaine at a concentration of 30mg/ml and a dose of 16.066mg and fentanyl at a concentration of 77mcg/day and 41.237mcg/day. The lot numbers were unknown. The indications for use were non-malignant pain and peripheral neuropathy. The patient's status was "alive - no injury" at the time of this report. No surgical intervention occurred, but surgical intervention was planned. Surgical intervention had not yet been scheduled. Additional information has been requested regarding drug information, interventions, and the patient's outcome, but was not available as of the time of this report. If additional information becomes available, the event will be updated.